Manufacturer narrative:
H6: the previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that, customer was not aware of the broken bur.

Manufacturer narrative:
H3: product analysis found that, visually, the proximal end of the inner assembly was broken off/detached from the outer assembly. There was no damage noted to the outer tube or the outer hub, but the irrigation port was damaged. The inner shaft was broken 0.57 inches from the distal end of the inner hub to the broken point. There were traces of grease observed on the broken shaft. It was also observed that the distal end (outside diameter) of the inner hub was deformed. The outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured 0.330 inches in the undamaged area and up to 0.349 inches in deformed area which was out of specification. Functionally, the device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. Although there were out of specification findings observed during the analysis of the returned device, the complaint could not be confirmed due to the returned device and out of specification findings not being related to the complaint. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the m5 handpiece was leaking. There was no patient impact. A broken bur was found in the product analysis of the m5 handpiece.